Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg was involved in this event. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list (B)(4) abbvie peg and the unique identifier number field is list (B)(4) abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿ the rate of complaints for stoma infections with abbvie peg tubes is well below the rates cited in literature. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the (B)(6). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified for stoma related complications. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) -2015 a patient contacted abbvie to report that she had extreme pain at the pegj tube incision on (B)(6)-2015. She had abdominal x-ray done in ER on (B)(6)-2015 and it was normal. On (B)(6) 2015, the patient received hydrocodone medication for pain and keflex antibiotics for 10 days for prevention of infection. The patient's pain was relieved on (B)(6)-2015. . She stated that the pegj tube was put in (B)(6)-2015 and the duopa medication was started on (B)(6)-2015.